Manufacturer narrative:
Continuation of d10: product ID a71400. Product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that they had been attempting to connect to the implant prior to the procedure. They had already connected with the controller and recharger without issue before they tried with the tablet. It was unknown why the error message appeared. Since the device was implanted there had been no issues with connecting.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) that was confirmed to be new out of the box and was not associated with a patient yet. The rep reported their they were using the a71400 app version 1.0.2969. The tablet displayed the serial number of the ins. Device not supported. Device version not supported, the detected device version is not supported. The feature information code: d. The caller connected to theins with the recharger and the recharger app to the recharger. The recharger connection was excellent. The caller confirmed that the time and date on the handset were correct. The caller attempted to connect to the ins again, the clinician app found the ins, displayed the serial number. The caller got the same device version not supported message as the app tried to start the session with the ins. The caller attempted to connect to the ins with a second tablet. The caller indicated that they got the same error message, device version not supported. The caller reset the neurostimulator using the reset function in the clinician application. The caller tried to connect to the ins and the tablet connected to the ins. The caller started the warranty, entered information in the patient name fields, lead select, and programmed therapy information. The caller ended the session and reconnected to the ins without issue using the clinician application. The caller then attempted to connect to the ins with the patient therapy application and confirmed that they were able to start a session normally with the ins. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.